Manufacturer narrative:
Patient weight was been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that during implant on (B)(6) 2021, an apical cuff was attached using pledgeted sutures with some overlapping to reduce bleeding. The left ventricle was cored and trabeculae was removed without issue. The pump was attached; however the positioning was not optimal, so the pump was removed with an unlocking tool. The pump was repositioned three separate times. The site became concerned with the integrity of the apical cuff's locking arms; during the final pump repositioning, it was confirmed the pump would "ratchet" when being turned while connected to the apical cuff. The pump was successfully positioned and turned on, and the patient's chest was closed. Blood products were administered and the patient was taken off of all intravenous drip except for milrinone. The patient's heart was packed with laps; the plan was to have the patient return to the operating room (or) in one to two days to washout the chest. The bleeding around the apical cuff resolved and no washout was required. It was reported that the patient had a hemorrhagic stroke on (B)(6) 2021. As of (B)(6) 2021, the patient was doing well with some continued loss of sight. The patient was discharged to an acute rehabilitation facility on (B)(6) 2021 and discharged from acute rehab on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of apical cuff bleeding could not be conclusively determined; however, it was reported that the bleeding resolved with repositioning the pump. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of hemorrhagic stroke could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 5 ¿surgical procedures¿ of the IFU provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The implant kit was shipped on 14sep2021. No further information was provided. The manufacturer is closing the file on this event.